Event description:
Customer alleged that during pre patient testing, when they unplug the ventilator, the a/c alarm came on then "died off". Customer support engineer (cse) inspected the device and could not duplicate the alleged event. Unit passed extended self testing. Parts were replaced as a precautionary measure. It is not verified that alarm did not function as specified, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.